Event description:
It was reported that during a da vinci s myomectomy procedure, a small piece from the tip of the permanent cautery hook instrument broke off and fell into the pt. The broken piece was seen briefly, however, an attempt to locate and remove the fragment was unsuccessful. No pt complications, harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed one ear of the distal clevis to be broken off and missing, measuring approx .240 inches by .269 inches. The conductor wire cap is missing and both of the yaw pulley's boss features are broken and missing, measuring approx .030 inches by .055 inches and 040 inches by .055 inches respectively. Electrical continuity passed. No other damage was found.